Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported tha the left ventricular lead dislodged. The lead was explanted.